Manufacturer narrative:
The sterrad nx user's guide states that: warning! Risk of skin injury. Direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and wash before re-use. After processing of the cassette, the sterilizer automatically discards it into the cassette disposal box in the cassette drawer. Wear chemical resistant latex, pvc (vinyl), or nitrile gloves when handling used or ejected cassettes. Disposing of cassettes - when a cassette is empty, the sterilizer automatically moves it to the cassette disposal box in the collection drawer. The screen displays a message instructing you which actions to take next. When the cassette disposal box contains three cassettes, it is full, and you must dispose of the full cassette disposal box. For safety reasons, you must use the cassette disposal box to dispose of cassettes. Never reuse a cassette disposal box. Once a cassette disposal box has been removed from the drawer, a new cassette disposal box must be assembled and inserted in the drawer.

Event description:
A male healthcare worker alleged hydrogen peroxide (h202) contact when removing a cassette from the sterrad nx collection box after a completed sterilization cycle. The healthcare worker reported symptoms of itching on the left hand. The area was rinsed/ flushed for 15 minutes. The healthcare worker was not wearing personal protective equipment. The healthcare worker did not seek medical attention. The customer was forwarded a copy of the sterrad nx cassette msds.